Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports that the nurse noted three leaking sets in one week.

Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Three samples were returned to the plant for the investigation. All samples were received in their original packaging. The samples were visually and functionally inspected, and the reported condition was confirmed, leaking was detected between the connection of the tubing line and the cross spike. A definitive root cause has not been determined at this time. As part of continuous improvements, a corrective action has been opened to address the reported issue as a trend has been identified. These actions are designed to prevent the re-occurrence of the reported defective condition.